Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a diagnosis procedure and it was delayed by less than 20 minutes and the procedure was completed after geo reset. The field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform an x-ray. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse found that the device was intermittently unable to perform fluoroscopy due to a suite pc problem. To resolve the issue fse replaced the ssd and re-installed the suite pc. After the reinstallation work, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was intermittently unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.